Event description:
In 2006, I was diagnosed with normal pressure hydrocephalus. On (B) (6)2006, a medtronic programmable strata brain shunt was implanted on right side of my head, surgery went ok but within 6 months, I developed major headaches, confusion & unable to stand up without falling over. I was admitted to hospital. They checked setting on my shunt. It was normally set on 2.5, but they found the setting had gone back to 0.5, causing over-drainage of my brain. Over the next nearly 4 years, I would be in & out of hospital because the shunt has moved settings at least 13 times until I got a 2nd opinion from another neurosurgeon outside the area I live, as my dr said as they all work together they would probably stick together, how right he was within 3 visits to the other surgeon I have now had the strata shunt removed & I now have an integra osv11 & have not looked back. It's brilliant. It has become obvious that these medtronic units are susceptible to losing settings. As I am normally a fit & healthy person, I knew when my shunt was not right, I am a mechanical engineer by trade & still work. It was essential to me to try & find out the cause of the problem or get as much info as I could. In the earlier stages, I found, that by looking on various web sites to do with nph & brain, that I was not alone & that other people out there have had similar problems but not quite as many times as me. Medtronic is always saying they cannot adjust themselves only if there is a large magnetic force around. I have always been very wary of anything around me that may have a magnetic field around, so I know this is not the problem with me.